Event description:
He customer returned product for downstream occlusion (dso) failed to calibrate, during device evaluation, the dso sensor was identified to be defective. There was no patient involvement.

Manufacturer narrative:
H3: one device was returned for evaluation. The service history review identified that the device had not been serviced in the past 12 months. Visual inspection was performed, and the downstream occlusion (dso) sensor was found to be defective. The dso sensor was replaced to fix the issue. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.